Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. As received, ECG electrodes c and d were cut off of the cable. The cause of the inability to complete testing is the missing electrodes. The root cause of the missing electrodes is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.